Manufacturer narrative:
Investigation: bd has been provided with samples for catalog 300296 lot 1905342 to investigate for this record. Visual examination of the returned samples concluded the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned "particles" consist of an accumulation of "slip agent" which is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment has been completed as an indicator for materials-medicated adverse effects. All tests passed and it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. CAPA#207816 was initiated. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that there was an issue with foreign matter in the bd discardit¿ ii syringe. The plastic foreign matter was found in three syringes. The following information was provided by the initial reporter: it was reported that there is some pieces of plastic particles found in our syringes. Problem found in 3 syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was an issue with foreign matter in the bd discardit¿ ii syringe. The plastic foreign matter was found in three syringes. The following information was provided by the initial reporter: it was reported that there is some pieces of plastic particles found in our syringes. Problem found in 3 syringes.